Event description:
The customer alleged non-audible alarm. The customer's biomed dept inspected the device and could not duplicate the alleged event. The unit passed extended self testing. No parts were replaced. It is not verified that the vent failed to audibly alarm, and no malfunction may have occurred.